Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned, and a watchman flx laa closure device & delivery system (wds) was selected for use. The physician inserted the versacross connect system into the inferior vena cava (ivc)/superior vena cava (svc) for the transseptal puncture (tsp). It was noted that heparin had not been administered at this time as the physician prefers to wait until after crossing into the left atrium (la). Once tsp was achieved, heparin bolus was given via intravenous (IV). The active clotting time (act) resulted at 384 seconds. The implant procedure continued as usual with no complications. As the pigtail catheter was removed and the wds was preparing to be inserted, it was noted that a formed clot released from the was sheath upon opening the hemostasis valve. At this time the act was rechecked which remained therapeutic. The physician aspirated back through the was sheath to remove the thrombus. The physician opted not to switch out the was sheath and the procedure was successfully completed. Post procedure a neurological assessment confirmed there were no patient complications. The patient was discharged home the next day.